Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the needle broke while in the pt. The needle contained 6 seeds when it broke during the implant. The needle was in the pt when it broke but they were able to retrieve both parts of the needle and the seeds were still in the needle. Per additional info received the needle was being manipulated between the pt and grid with a diddler" (tool used to help guide the needle tip to the target area of the prostate). The needle was in the pt's perinium approximately 1-2 cm when the breakage occurred leaving 2-3 cm protruding outside of the pt's body. The physician was able to grasp the needle with forceps and pull out the broken portion from the pt. The doctor performed a fluoroscopy to ensure that no fragments remained in the pt. No fragments were noted.